Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account questioned the reproducibility of architect tsh on a patient prior to receiving thyrogen injections. An undiluted sample was run and an architect tsh result of 26 uiu/ml was generated. The sample was diluted 1:5 and a result of 104 uiu/ml was generated. The sample was diluted 1:10 and results of 121 uiu/ml and 126 uiu/ml were generated. The sample was repeated after recentrifuging and results of 30 uiu/ml and 31 uiu/ml were generated. Vidas tsh was run undiluted and a result of 170 uiu/ml was generated. The patient's previous tsh results from 2008 were both < 0.01 uiu/ml. The patient was given 2 thyrogen injections three months later. Architect tsh was run and was 1 uiu/ml and vidas tsh was 6 and 7 uiu/ml. Anti-tg was run with a result of 23.8 uiu/ml. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Additional information received indicates that the patient sample in question was drawn in 2008 which was after the thyrogen injections which were given september 1st and 2nd. As part of the investigation master lot release testing for architect tsh reagent was performed. A review of all historical data was carried out for the lot above. This review demonstrated that this material met all in-process testing requirements, customer release specifications and package insert claims. Complaint tracking and trending reports were reviewed for architect tsh reagent lot 65915jn00 and no adverse trends were identified. No product deficiency was identified. According to the thyrogen package insert((1), pharmacokinetics studies have shown that the mean peak concentration of rtsh between 3 and 24 hours after administration of thyrogen is 116 +/- 38 mu/l. The patient's tsh levels were assessed 1 day after the second injection of thyrogen. Thus one would expect that the serum concentration of tsh could be approximately 154 mu/l. It is not surprising then that the patient sample was diluted 1:10 to obtain a result (121 and 126 uiu/ml) within the range (0 to 100 uiu/ml) of the architect tsh assay. (Note 1uiu/ml = 1 mu/l) interference from a large excess of analyte, in the form of rtsh, may have been the cause of the disparate results. The thyrogen package insert also refers to "mean apparent elimination half life" of thyrogen as 25 +/- 10 hours. Therefore, it would take 8 to 9 days to reach the tsh concentration of 1 uiu/ml (architect tsh) or 6-7 uiu/ml (vidas tsh) reported by the customer. No information was provided as to the date that this sample was obtained. There is no clinical relevance or benefit to the patient in measuring tsh 1-day post thyrogen injection since the tsh detected is derived mainly from the thyrogen treatment. This is the final report.